Manufacturer narrative:
A ge healthcare service representative performed a checkout of the unit. The unit was found to pass output testing and fail leak testing. The unit was subsequently returned to the manufacturing site for investigation. The unit went through diagnostic testing, including leak testing at different dial settings and output testing, and was found to function within manufacturer's specifications. It was noted, however, that the unit had a missing actuator nut on the left actuator pin, and this actuator setting failed to meet specifications. The actuator was properly set and the nut replaced.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that during a case, the clinician had to increase agent delivery to maintain expected level of anesthesia for the pt. There was no reported pt injury.